Event description:
It was reported that two large volume pump modules attached to the right side of the pc unit shut down during infusion of medications (amiodarone at 33.3ml/hr. And ketamine 135ml/mg) on a "critical care patient" in the emergency department. The event reportedly occurred during a resuscitation attempt on a patient with an admitting diagnosis of "cardiac arrest." Per report, the patient passed away. However, the clinician stated that the device malfunction did not cause or contribute to the death. Per report, "the pump failed, but didn't result in any loss of life or any adverse effect to the patient that was specifically indicated during the resuscitation. It was only a very short period of time that the pump channels were not working, max a few minutes."

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number#( B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that a pump shut down unexpectedly was confirmed based on the review of the pcu event log and replicated during laboratory testing a review of the device logs observed the user confirming a channel disconnect (soft key 14) alarm on 10 july at 4'03 pm. Based on the review of the pcu event log, on 10 july 2024, at t52 pm, pump s/n (B)(6) was infusing drug ID 133 (ketamine) with a patient weight of 90kg, a dose of 1 5 mg a rate of 150 ml/hr and a volume to be infused (vtbi)of 500 ml. Based on the review of the pcu event log, on 10 july 2024, at 1:57 pm, pump s/n (B)(6) was infusing drug ID 26 (amiodarone), a dose of 1 mg a rate of 33.33 ml/hr and a vtbi of 500 ml. At 4:04 pm, channel disconnect alarm was recorded affecting pump module s/n (B)(6) and pump module s/n (B)(6) the channel disconnect was confirmed by selecting the confirm (soft key 14). Testing noted a power loss isolated to suspect pump module s/n (B)(6). It is suspected that the modules infusing ketamine and amiodarone were attached to the right of the suspect pump module. O microscope inspection of the suspect iui observed the right (male) iui with worn the iui date code was observed as september 2010 (over 14 years old). O new functional testing was performed replacing the iui connector of the suspect pump module observed no further errors. The bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. The bd alaris user manual (v12 1), a 'channel disconnected' alarm indicates that a module has either been disconnected while in operation or has encountered a non-recoverable error to silence the alarm and clear the message on the screen, press the 'confirm' softkey. If desired, re-attach the module, ensuring it is securely 'clicked' into place at the channel release latch if the alarm persists, replace the module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported complaint that the pump shut down unexpectedly is being attributed to a channel disconnect (power loss) alarm caused by contamination/worn on the male right iui of the pump module s/n (B)(6) .

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two large volume pump modules attached to the right side of the pc unit shut down during infusion of medications (amiodarone at 33.3ml/hr. And ketamine 135ml/mg) on a "critical care patient" in the emergency department. The event reportedly occurred during a resuscitation attempt on a patient with an admitting diagnosis of "cardiac arrest." Per report, the patient passed away. However, the clinician stated that the device malfunction did not cause or contribute to the death. Per report, "the pump failed, but didn't result in any loss of life or any adverse effect to the patient that was specifically indicated during the resuscitation. It was only a very short period of time that the pump channels were not working, max a few minutes."